Event description:
Customer reported that the plastic cannula inside the piggy safe is breaking off. The portion migrated down the IV tubing and was stopped by the inline filter on the imed pump tubing. Nurse had removed rf-101 from injection port and may have re-used it.